Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Follow-up troubleshooting was later available and conducted with a facility staff member whose name was not available and who was present during the initial occurrence. It was determined that images captured via the 4k device were not accessible through the olympus system but were accessible directly through the 4k device. No issues were identified with olympus tower settings or cabling during troubleshooting. The facility staff indicated this issue had occurred previously and was determined to be related to the 4k capture device itself. Resolution in prior instances required remote support specific to the 4k system. No fault was found with olympus equipment during live troubleshooting. Issue appeared isolated to the 4k capture device and its configuration or functionality. Recommendation was for the facility to engage 4k device support for further resolution. Case number was given for follow up should it be deemed necessary again. Should no follow up be made, the case will be reviewed for possible closure. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image output during set-up involving an olympus video system center. There was no patient injury reported.